Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 60 mg/dl. Troubleshooting was done. Customer stated that customer does not use sensor feature on the insulin pump. Customer stated that he was able to complete the rewind sequence. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer declined the loaner insulin pump replacement at this time. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.